Event description:
A stent was deployed in the lad. The lad and diagonal were wired. A 2.0 x 10mm firestar balloon was advanced down the diagonal (through the stent struts) and a 2.0 x 15mm voyager was advanced down the lad (inside the stent). Both balloons were inflated; however, the firestar was very slow to inflate. Kissing balloons were ultimately achieved. The voyager balloon deflated; however, the firestar would not deflate. The physician pulled the inflated balloon back through the guider. After the balloon was out of the patient, the physician and sales rep attempted to deflate the balloon with a syringe, but the balloon never did deflate. There no anomalies noted with the device prior to use and the device prepped normally. The contrast to saline ratio was 1:1. Contrast used was isovue. The patient did not experience any adverse events and the procedure was completed successfully.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt.